Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a syncopal event during dialysis. Ventricular undersensing was noted on the right ventricular (rv) lead. This lead remains in use. No further patient complications have been reported as a result of this event.